Event description:
During use of the device for vein harvesting procedure, the user reported the endoscope was blurry and cloudy. No other details regarding the nature of the event were provided. An alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.